Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it doesn't respond when handpiece and foot pedal are plugged in. The pc board stopped working and unknown error codes were reported. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing .if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the console device had unknown error codes and quit working. There was no delay to the surgical procedure as an identical spare device was available for use and the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.